Manufacturer narrative:
Article citation: frydshou bak, erik eiler, larsen, andreas, kongsmark, tim et al. The prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants. The aesthetic society (oxford university press). 2024; 1-31. The events of capsular contracture, seroma, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grades iii/IV; rupture; silicone/gel bleed; seroma; lymphoma - alcl - suspected.

Event description:
Through literature article "the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants," authors report quantifying the prevalence of double capsule formation between different implant surface textures and exploring the histological differences between the inner and outer capsules from breast implant capsule biopsies. The study reports 101 patients with allergan biocell implants to have been involved in the study. Adverse events potentially reported against the allergan devices are as follows: double capsule , capsular contracture l-lv, cosmetic, rupture, silicone bleed, breast trauma, symptoms of bia-alcl, symptoms of breast implant illness, seroma, calcification, synovial-like metaplasia, vascularization, inflammatory infiltration, and multinucleated giant cells. The events "breast implant illness" and "breast trauma" are deemed not device related.